Event description:
Myodex 53cm (screw-in bipolar). She has an avb following a heart surgery. On february 2nd, surgeon implanted an epicardial lead (myodex) on the anterior side of the rv. High threshold so he decided to cut and abandoned the lead. Then he implanted a second lead (myodex again) on the diaphragmatic side of the rv. After suturing the skin and interrogating the pacemakers, thresholds are high so he open again and cut and abandoned the lead. He implanted a 3rd lead near the lv with threshold al lv. On (B)(6) , there is an ECG done showing loss of capture. After interrogating the pacemakers it recorded oversensing episodes. Threshold is stable at 1.25v@ 0.4ms. Impedance around 340 ohms. Lead is well introduce in the pacemaker. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).